Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. The device was repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the cot dropped. There was patient involvement, however there were no consequences or impacts to the patient.